Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. All of the keypad buttons responded appropriately to button presses. The keypad was removed; no damage or contamination was found to button contacts. Corrosion was observed in the battery compartment. A leak test revealed a leak in the battery compartment. The pump was opened and moisture damage was found on printed circuit board. The complaint of a keypad button response issue was not duplicated during investigation, however, moisture was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was allegedly moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.